Manufacturer narrative:
(B)(4). Approximate age of device ¿ 22 days (calculated from the date when the system controller was issued to the patient.) Device evaluation: the system controller was returned for evaluation. The reported event of a driveline fault alarm and two motor stopped events was confirmed through the log file analysis. The log file contained a driveline fault alarm which was recorded on (B)(6) 2015 and appeared to be due to the system controller¿s sensitively of the driveline fault detection circuit. Also captured on (B)(6) 2015 were two motor stopped events while the system controller was connected to battery power. The pump speed value was at zero rpm and was recorded at 2:06 pm and 2:13 pm. It was reported that one pump stoppage event was related to the patient disconnecting the driveline in an attempt to clear the alarm. The analysis could not determine a specific root cause of the other motor stop event. Full functional testing of the returned system controller was performed using laboratory equipment. No pump stoppages occurred during testing. The driveline fault alarm was able to be reproduced; however a specific root cause was unable to be determined. Similar incidences of driveline fault alarms have been reported. A corrective and preventative action has been initiated to investigate the issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's system controller was indicating a driveline fault alarm. Additional information was later provided that during a routine clinic visit in (B)(6) 2015, interrogation of the system controller revealed a driveline fault alarm and two pump stoppage events recorded on (B)(6) 2015 in the data log file. The patient had not informed the health care professionals of pump stoppage events at the time they occurred. The system controller was exchanged at the time with no further issues. It was clarified that the patient had tried to clear the driveline fault alarm by disconnecting, then reconnecting the driveline, resulting in one of the pump stop events. The patient was reported to have been asymptomatic at the time of the events. During investigation of the returned system controller, the driveline fault alarm was reproduced and the pump stoppage was noted in the system controller log file.